Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The distributor alleged that the pump was emitting multiple "pump not primed" warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings:a review of the black box did not show any loss of prime warnings. Ez-prime steps and a 24hour duration test were successfully performed with no errors, alarms, or warnings occurring. The complaint could not be confirmed or duplicated on investigation.